Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their v60 had an active check vent backup alarm failure. It was reported there was no patient involvement at the time the issue was discovered. The customer verified the code was 1104 in the logs. The rse provided the customer with the parts ID for the power management (pm) printed circuit board assembly (pcba) as well as the central processing unit (cpu) pcba. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 01/25/2023, 02/01/2023 and 02/08/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00026. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had an active check vent: backup alarm failed. The customer verified there is a code 1104 (backup alarm failed) in the significant log. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.